Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was unknown at the time of the call. The customer stated that the drive support cap was damaged. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms noted. The pump was received with constant motor error alarms during the rewind due to an out of phase motor encoder. Unable to confirm the motor position encoder error alarm due to the motor error alarm. Unable to complete functional testing including displacement, rewind, basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the constant motor error alarms during rewind. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and a missing end cap sticker.